Event description:
The customer reported falsely elevated architect free t4 and provided the following example data for 1 sample: initial result was >5.0 and repeat results were 1.34 & 1.29. Per the customer discrepant results were not reported out to the medical provider. There was no impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did identify an increase in complaints for the architect free t4 reagent and for the complaint lot 61281ud00. However, in-house testing was completed which concluded the complaint lot met acceptance criteria, demonstrating that the lot is performing as expected. Device history review did not identify any issues with the complaint lot. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the architect free t4 reagent, lot 61281ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect free t4 and provided the following example data for 1 sample: initial result was >5.0 and repeat results were 1.34 & 1.29. Per the customer discrepant results were not reported out to the medical provider. There was no impact to patient management.